Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient had been decreasing the morphine since november because they were abandoning therapy and having the pump removed and wanted to know if they could just let the morphine run out or if the doctor had to turn off the pump. It was reviewed the doctor could permanently disable the pump or if they choose to let the morphine run out the pump would begin to alarm and the doctor would have to turn it off then. The patient was redirected to their healthcare provider (hcp). The patient stated they were concerned about the pump because they noticed their legs were swollen last night in the shower. They had an appointment on monday (B)(6) 2022. The patient was told the pump was at 14% and inquired if the pump would last until then. A hcp listing was sent per the patient's request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.